Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for cataract surgery, the system shut down on its own. The procedure was completed on the same day.

Manufacturer narrative:
The company service representative examined the system and reported event was confirmed. Both the power supply and the printed circuit board (pcb) components were reseated to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on january 31, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to either the power supply or host being unseated. However it is unknown how the modules became unseated. (B)(4).